Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: material analysis determined that the fracture and deformation occurred in a torsional with the fracture. The material hardness was found to be within specifications and the patient bone density likely contributed to the reported event. Conclusion: the most likely cause of the reported event is over-torqueing of the device during screw insertion.

Event description:
It was reported that; surgeon was placing iliac screws and screwdriver shaft stripped. He attempted to use another shaft with the same screwdriver and different shaft and the second shaft stripped and screwdriver broke at the tip.

Event description:
It was reported that; surgeon was placing iliac screws and screwdriver shaft stripped. He attempted to use another shaft with the same screwdriver and different shaft and the second shaft stripped and screwdriver broke at the tip.